Manufacturer narrative:
We are awaiting the receipt of the complaint device towards conducting a failure analysis. When the evaluation is complete the results will be posted in a follow-up report.

Event description:
Our affiliate is reporting that during a knee repair the distal portion of a guide wire broke off into the patient's femur and remains imbedded therein. The case was concluded successfully without further incident or harm to the patient.